Event description:
Based on additional information received on 22-jan- 2016, this case previously considered as non-serious was now upgraded to serious (additional serious events were added). This case is cross referenced with case: (B)(4) (same patient). This unsolicited device case from united states was received on 30-dec-2015 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later her knee feels swollen but did not look like it, had trouble getting up and down off the commode and walking, swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee. No medical history, concomitant medications and concurrent conditions were reported. Past drug included synvisc (3 shot series in 2012) and had no problems with it. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) in the right knee for osteoarthritis. It was reported that it had been pretty brutal. On an unknown date in (B)(6) 2015, patient's knee felt swollen but did not look like it was. The patient was also having trouble getting up and down off the commode and walking. The patient was told not to run but should walk. It was reported that the patient was walking and had been on her feet on the day of report since 05:30 hours. The patient had already contacted her healthcare professional (hcp). On an unknown date in (B)(6) 2015, after injection, the patient experienced knee pain and swelling. On (B)(6) 2016, thursday night, 2 days after injection, the patient woke up 'screaming in pain' and the 'knee was huge'. The patient called her doctor and by next day, the pain was worse and the patient again woke up 'screaming in pain' and 'swelling had moved from her leg to her calf which was huge as well'. The patient did not want to go to the emergency department so she suffered through the pain saturday and sunday and on an unknown date, also had chills. The patient went to the doctor on an unknown date in (B)(6) 2016 (monday). The patient reported that the doctor drained her knee and admitted her to the hospital. The patient stated that the product was administered in her doctor's office. The patient was concerned about "where the product came from" because the same day she had an appointment to receive her synvisc one injection, the doctor's office told her they were going to call her insurance company for approval and told her to come in for the injection. The patient wanted to know how they received the product so quickly. The patient stated that she was in the hospital for 3 days after being admitted on that monday, and was placed on 2 different types of antibiotics. The patient also saw the infectious disease doctor while in the hospital, and surgery was recommended but the antibiotics worked so surgery was not necessary. The patient stated that her knee was now worse than before the injection. The patient stated that the 3 series injection was what she wanted this time instead of the onetime injection but her doctor's office said they did not use the 3 series synvisc injection. The patient was a fitness trainer and these problems have caused her to miss work and had been expensive in terms of co-pays etc. The patient stated that she would no longer be seeing that doctor because of all of these problems with the injection and felt there was a miscommunication between her and her doctor. Corrective treatment: antibiotics for swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee; not reported for rest events outcome: unknown for all events seriousness criteria: required hospitalization for swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 06-jan-2016. Ptc results were added and text was amended accordingly. Additional information was received on 22-jan-2016. Additional events of swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee were added along with their details. The case was updated from non-serious to serious. Clinical course was updated. Text was amended accordingly. Additional information was received on 28-jan-2016. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow up dated 28-jan-2016: the additional information does not later the previous case assessment. (B)(4) company comment dated 22-jan-2016: this case concerns a female patient who received treatment with synvisc one for osteoarthritis and later experienced swelling of leg, chills, knee pain and swelling. Since a significant temporal relationship can be established causal role of suspect cannot be excluded in occurence of the event. Also, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case. Moreover, patient underlying medical condition of osteoarthritis can play a contributory role in occurence of the event.

Event description:
Based on additional information received on 22-jan- 2016, this case previously considered as non-serious was now upgraded to serious (additional serious events were added). This case is cross referenced with case: (B)(6) (same patient). This unsolicited device case from united states was received on (B)(6) 2015 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later her knee feels swollen but did not look like it, had trouble getting up and down off the commode and walking, swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee. No medical history, concomitant medications and concurrent conditions were reported. Past drug included synvisc (3 shot series in 2012) and had no problems with it. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) in the right knee for osteoarthritis. It was reported that it had been pretty brutal. On an unknown date in (B)(6) 2015, patient's knee felt swollen but did not look like it was. The patient was also having trouble getting up and down off the commode and walking. The patient was told not to run but should walk. It was reported that the patient was walking and had been on her feet on the day of report since 05:30 hours. The patient had already contacted her healthcare professional (hcp). On an unknown date in (B)(6) 2015, after injection, the patient experienced knee pain and swelling. On (B)(6) 2016, thursday night, 2 days after injection, the patient woke up 'screaming in pain' and the 'knee was huge'. The patient called her doctor and by next day, the pain was worse and the patient again woke up 'screaming in pain' and 'swelling had moved from her leg to her calf which was huge as well'. The patient did not want to go to the emergency department so she suffered through the pain saturday and sunday and on an unknown date, also had chills. The patient went to the doctor on an unknown date in (B)(6) 2016 (monday). The patient reported that the doctor drained her knee and admitted her to the hospital. The patient stated that the product was administered in her doctor's office. The patient was concerned about "where the product came from" because the same day she had an appointment to receive her synvisc one injection, the doctor's office told her they were going to call her insurance company for approval and told her to come in for the injection. The patient wanted to know how they received the product so quickly. The patient stated that she was in the hospital for 3 days after being admitted on that monday, and was placed on 2 different types of antibiotics. The patient also saw the infectious disease doctor while in the hospital, and surgery was recommended but the antibiotics worked so surgery was not necessary. The patient stated that her knee was now worse than before the injection. The patient stated that the 3 series injection was what she wanted this time instead of the one time injection but her doctor's office said they did not use the 3 series synvisc injection. The patient was a fitness trainer and these problems have caused her to miss work and had been expensive in terms of co-pays etc. The patient stated that she would no longer be seeing that doctor because of all of these problems with the injection and felt there was a miscommunication between her and her doctor. Corrective treatment: antibiotics for swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee; not reported for rest events. Outcome: unknown for all events seriousness criteria: required hospitalization for swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 06-jan-2016. Ptc results were added and text was amended accordingly. Additional information was received on 22-jan-2016. Additional events of swelling had moved from her leg to her calf which was huge as well, chills, knee pain/ pain was worse, knee swelling/ knee was huge and drained her knee were added along with their details. The case was updated from non-serious to serious. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-jan-2016: this case concerns a female patient who received treatment with synvisc one for osteoarthritis and later experienced swelling of leg, chills, knee pain and swelling. Since a significant temporal relationship can be established causal role of suspect cannot be excluded in occurence of the event. Also, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case. Moreover, patient underlying medical condition of osteoarthritis can play a contributory role in occurence of the event.